Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system experienced a loss of system functionality and an un-commanded shut down. Following a reboot, the system shut down again. There is no report of a patient injury or death associated with this event.